Manufacturer narrative:
Review of the data filed in the device history record confirmed that the returned valve satisfied all material, dimensional, and performance standards required for perceval size 27/xl ¿ aortic heart valve sn (B)(4) at the time of manufacture and release. The visual inspections performed on the returned prosthesis confirmed the absence of manufacturing defects. The hydrodynamic testing conducted on the returned prosthesis confirmed that the device was showing a normal leaflet kinematics with a regurgitation fraction in compliance with requirement of iso 5840:2015. Based on the performed analysis the reported event cannot be explained by any factor intrinsic in the involved device.

Manufacturer narrative:
This perceval valve is a sister product, manufactured by sorin group (B)(4).

Event description:
After the implantation of a perceval xl valve, the surgeon reported that leakage between the stent and the leaflets was detected. This valve was removed and another perceval xl was used.